Event description:
Plug head fractured and was left in presacral space.

Manufacturer narrative:
An investigation of this event was conducted in accordance with internal procedures and applicable regulation.